Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. ,if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. It was reported that patient was constipated unless she takes medication and the reported issue was resolved. The patient stated she has not been tracking symptom data as her device is not working since her lead has moved or came out. Patient stated that her leads came out yesterday (B)(6) 2021 and had removed device and is just waiting now to get her final implant. No further patient complications are anticipated or expected as a result of this event.